Event description:
During a robotic hysterectomy on (B)(6) 2023, the vessel sealer had an exposed blade after firing. This rendered the single-use instrument unusable, so the vessel sealer was removed from field and replaced with a new one. The original vessel sealer was tagged and sent to spd to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.